Event description:
Patient was supposed to receive hyperalimentation (ha) @ 4.8 ml/hour. Nurse programmed pump @ rate of 44.8 ml/hr. Patient received 18 hours of ha in 90 minutes. Glucose spiked to over 700 and was treated. Pt died in 2/2005, physicians unable to determine if event caused or contributed to death. No autopsy being done. Question if programming error was a result of "key bounce" of the "4" digit.